Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went to the hospital because they were having some issues with pain at the incision site and complaining about having to pee a lot more. Patient said they had been having pain after they were implanted for a couple of days. Patient also said they were still having urgency and had to go to the bathroom all the time, they only saw an improvement in the first couple days. Patient stated they were feeling the stimulation most of the time but sometimes it goes away and sometimes it comes back. Agent asked patient if they had made any adjustments since implant and patient said no. Patient mentioned that they already contacted their healthcare provider (hcp) but they adviced them to contact manufacturer. Agent reviewed how to increase stimulation. Patient was able to successfully increase stimulation to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.